Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 15 syringe 3ml ls 23g 1in tw had hub damage or scale markings missing before use. The following was reported by the initial reporter: "distorted barrel,scale missing."

Event description:
It was reported that 15 syringe 3ml ls 23g 1in tw had hub damage or scale markings missing before use. The following was reported by the initial reporter: "distorted barrel,scale missing".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18 . H6: investigation summary one photo and fifteen samples, two actual samples and thirteen representative samples, were received by our quality team for evaluation. From the photo, scale line printing rub off and barrel damaged was observed. From the actual samples, barrel damaged, barrel tip damaged, and scale line printing rub off was observed. From the representative samples, twelves samples were observed with a damaged barrel, seven samples were observed with barrel tip damage, and twelve samples were observed with scale line printing rub off. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the samples returned, a damaged barrel and there is a chip at the barrel tip. The team investigated different section of syringe machines and matched the potential area which could lead to the damaged barrel. The syringe barrel damage could have occurred at the assembly machine. The probable root cause could be due to damaged tablet. This will cause the syringe barrel tip to be unable to be fully seated in the lower tooling, which resulted to poor throw out at the leak test station. The defect could have been escapees which was failed to be removed by the production technicians from the line clearance resulting in flow to subsequent process. The tablet was immediately replaced and communication and training for the production technicians on this nonconformance will occur.